Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when pulling off the extraction bag inside the patient the bag-carrying metal ring breaks apart. No piece of the device fell into the patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.